Manufacturer narrative:
The report was created in error. Please reference manufacturer report number 2032227-2017-46746 under the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer stated the sensors was not working. Customer declined troubleshooting. The customer was advised a replacement sensor will be sent. The sensor was returned for analysis.